Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The lift raised, but would not come down. The emergency release would not get the lift low enough to reach the patient's bed.